Manufacturer narrative:
(B)(4). D10 - medical product: persona art. Surf. Fixed bearing (ps) catalog # 42522400610 lot # 65658721 unknown femoral catalog # unk lot # unk. G2 foreign source: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the articular surface had difficulty seating into the tibial tray, and the front edge was sitting proud. Additional force was applied, and the articular surface seated fully into the tray. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.